Event description:
Patient reported experiencing a port "leak." The leak was first noted when the patient could "eat anything" and "drink anything." The patient felt no restriction. Fluoroscopy was performed and results showed a "crack in the port." The port was explanted and replaced. Follow-up information: health professional noted, "mediport was excised and a new low-profile port was placed."

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional information as been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review of the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."